Manufacturer narrative:
This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with (B)(4). Block d2b additional pro codes: nhl, pjs. This pulse generator was inspected upon receipt. Visual examination confirmed the presence of a hair within the sealed, sterile packaging. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency.

Event description:
It was reported that upon opening the outer packaging of this implantable pulse generator, what appeared to be a human hair was present inside the sterile packaging. This generator and its packaging were returned for analysis.